Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent additional information received: firing on thin small bowel he used a white load. He noticed some "goal post" staples and didn't feel comfortable. Asked for a new gun and another white load he transacted the previous staple line and everything looked good. No post op complications that he mentioned. The motor did not bog down on what he termed "thin tissue". The second gun and white load worked fine. The analysis found that one pce60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no malformed staples were noted during the functional testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a small bowel resection procedure, the staple load misfired and tore bowel. Another like device was used to complete the procedure. No patient consequences were reported.